Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that occlusion alarms occurred. Reportedly, an air bubble was observed within the pump supplies. The customer changed the infusion set and resumed insulin delivery to address the issue there was no adverse impact to customer¿s blood glucose level.